Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on both the left ventricular (lv) and right ventricular (rv) leads. There was also possible no capture on the lv lead. The leads remain in use. No patient complications have been reported as a result of this event.